Manufacturer narrative:
Additional expiration date: 03/31/2017; additional lot number: 5330673; additional manufacture date: 11/26/2015; bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(4) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that when the bd vacutainer® serum/cat plus blood collection tubes arrived, there were color variations on the lids.

Manufacturer narrative:
DHR was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that when the bd vacutainer serum/cat plus blood collection tubes arrived, there were color variations on the lids.